Event description:
It was reported the scs ipg was relocated from the pt's back to her buttock on (B)(6) 2013 per the pt's request. The pt did not experience pain nor discomfort with the original pocket site. Additionally, the pt is "very happy" with the new pocket site location.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.